Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly the patient has developed "serious pain, and a mental anguish about things getting worse."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: cervical radiculomyelopathy; advanced complex degenerative disc disease of the cervical spine; migraine headaches; hypertension; rotator cuff injury. The patient underwent the following procedures: anterior cervical discectomy and decompression in preparation of endplates at the c3/4 interspace; incorporation of the allograft measuring 11 x 11 x 5 nun, prefilled with bone morphogenetic protein (bmp) material; intraoperative monitoring with somatosensory-evoked responses, motor-evoked responses, and electromyelogram (emg); intraoperative fluoroscopy. No intra-operative complications were reported.

Manufacturer narrative:
(B)(4).